Manufacturer narrative:
They were unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor (gold). The pump passed the rewind, basic occlusion, and displacement test. There was no motor error alarm noted. The motor passed the motor test. There was no noisy motor during testing. It was noted that the pump was received with a cracked belt clip slot, a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window. (B)(4).

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer stated that he tried to put in a new reservoir but when he tried to give a bolus, it was making a weird noise. Customer then received a motor error. Customer's blood glucose was 186 mg/dl at the time of the incident. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.